Event description:
It was reported that during normal device replacement various screw drivers were used to free the leads as the setscrews appeared stuck. Finally, the seal plug popped out and the setscrews fell out. No adverse patient effects were reported. The device was expected to be returned for analysis.

Event description:
It was reported that during normal device replacement various screw drivers were used to free the leads as the setscrews appeared stuck. Finally, the seal plug popped out and the setscrews fell out. No adverse patient effects were reported. The device was expected to be returned for analysis.

Event description:
It was reported that during normal device replacement various screw drivers were used to free the leads as the setscrews appeared stuck. Finally, the seal plug popped out and the setscrews fell out. No adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted that the right atrial (ra) distal seal plug was missing; however, a portion of the seal plug remained and exhibited physical characteristics suggesting the seal plug had been forcibly removed. All four setscrews had been removed from the device and returned in a bag. All other seal plugs were confirmed to be damaged; they contained holes and were torn and cut. High powered visual inspection of the setscrews noted that the hex slot in the each was slightly rounded out at the top, indicating that a hex wrench was not completely inserted into the setscrew prior to turning the wrench. This would have impacted the ability to successfully loosen the setscrews. Next, pacing and sensing functions were tested and the device was verified to operate as expected. Laboratory analysis concluded that the reported difficulties in loosening the setscrews on this device were likely related to the hex wrench not being fully inserted into the hex slots of the setscrews, or overtorque of the wrench.